Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and short circuit damage could be identified on the tools. It was further noted that a functional test for saw blade coupling failed. It was determined that the device had no function and the control unit was defective and caused a short circuit. It was further noted that when the device was completely disassembled residual liquid was detected. Additionally the vibration head had cracks on both sides and the electrical contacts also had traces of heat. The assignable root cause was determined to be due to improper maintenance and handling during the cleaning process. This was further defined as misuse, abuse, and possibly user error. The issue of cracks on both sides of the vibration head has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the handpiece device and two battery casing devices had short circuited the battery devices due to corroded contacts. There were no allegations of a malfunction against the battery devices reported. During in-house engineering evaluation, it was observed that the saw blade coupling on the handpiece device failed functional testing. It was further determined that the control unit was defective and caused a short circuit, and during disassembly residual liquid was detected. Additionally, the vibration head had cracks on both sides and the electrical contacts also had traces of heat. The event was not related to surgery. There were no delays to a scheduled surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.